Event description:
On (B) (6) 2009, pt reported her blood glucose level was elevated this afternoon; and possibly for the past month or so. Pt stated her reading was 92 mg/dl and she took a 2.5 unit bolus with lunch at that time. Pt reported she ate a little more than usual and took a 1 unit bolus an hour and a half later. Pt stated she checked her blood glucose 1 1/2 hours later with a result of 279 mg/dl for which she took a 3.0 unit bolus 14 minutes later. Verified bolus history. Pt's normal blood glucose range is 145 - 180 mg/dl. Pt reported she thought infusion device was not delivering and the tubing was dry so she disconnected, and performed a prime. Pt stated a small drip came through. She initially thought she had done a 3 unit bolus while disconnected and nothing came out, but then stated she took it at 5:14 pm. Had pt perform a 3 unit bolus and insulin dripped as normal. Pt reported she changed her basal rate on her own for the overnight hours a couple of weeks ago. On call back on (B) (6) 2010 pt reported the same concern. Pt reported elevated blood glucose of 380 mg/dl upon waking. She stated she was able to self treat as needed. Pt stated her blood glucose was normal before going to bed with a reading of 154 mg/dl. Pt reported she cannot "see" insulin in the infusion tubing this morning. Pt does not wish to repeat troubleshooting steps. Advised pt her physician may need to be contacted for her hyperglycemia concerns. On follow up call on (B) (6) 2010, pt reported she switched to her backup infusion device on (B) (6) 2010 and her blood glucose readings returned to normal and the insulin flows through the tubing successfully. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.